Event description:
"When surgeon went to remove soft jaw spring clip from pt the device broke apart and came out. Part of the plastic fell inside of chest." Pt is doing fine.

Manufacturer narrative:
Product has not been returned to the MFR for evaluation. If product is returned, eval will be completed and final report will be submitted.